Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a deflation issue, hole in the balloon and dissection occurred. Vascular access was obtained via the left femoral artery. The 70% stenosed target lesion was 35 x 6mm, and was located in the non-tortuous and mildly to moderately calcified superficial femoral artery. The 6x40mm mustang balloon catheter was advanced to the lesion and inflated to 14atms, however a slow deflation was then noted. The balloon was fully deflated and removed, and a small hole was noted in the balloon outside of the body. A vessel dissection approximately 6cm long was noted, and this was successfully treated by inflation of another mustang balloon at 12atms for 2 minutes. No further patient complications were reported, and patient status is stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a deflation issue, hole in the balloon and dissection occurred. Vascular access was obtained via the left femoral artery. The 70% stenosed target lesion was 35 x 6mm, and was located in the non-tortuous and mildly to moderately calcified superficial femoral artery. The 6x40mm mustang balloon catheter was advanced to the lesion and inflated to 14atms, however a slow deflation was then noted. The balloon was fully deflated and removed, and a small hole was noted in the balloon outside of the body. A vessel dissection approximately 6cm long was noted, and this was successfully treated by inflation of another mustang balloon at 12atms for 2 minutes. No further patient complications were reported, and patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that the balloon material was fully deflated. A visual and tactile examination of the shaft of the device found no anomalies. An attempt to inflate the balloon material to its rated burst pressure (rbp) failed due to the presence of a pinhole located approximately 33mm proximal to the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).